Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used for polypectomy during a panendoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, they attempted to cut a polyp but the device did not cut. It was also reported that the device was bent/kinked. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.